Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent was to be used in the bile duct during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was impossible to open the stent. No adverse events were reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.